Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 12/29/2016 that an issue occurred with gauze. Customer reported finding only 9 sponges inside a banded pack that was supposed to contain 10 sponges.